Manufacturer narrative:
Concomitant medical products: 6947-58 lead, implanted: (B)(6) 2012.

Event description:
It was reported that noise was detected on both the atrial and ventricle channel of the implantable cardioverter defibrillator (ICD) consistent with 60 hertz alternating current for one episode. The device remains in use. No patient complications have been reported as a result of this event.